Event description:
It was reported that prior to a breast biopsy procedure, the dc adapter for the green cable had broken off. There was no pt consequence reported, the case was completed using the same device.